Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Customer will continue to use the current pump for insulin therapy.